Event description:
It was reported that during the procedure, the doctor was not able to tighten the implantable neurostimulator (ins) setscrew to the electrode. The ins was never implanted and a different, new ins was used. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
(B)(4).